Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a thr surgery, a r3 20 deg xlpe acet lnr 36mm x 62mm and a r3 3 hole acet shell 62mm were implanted. The surgeon proceeded to trial the stem and head but were loose, therefore the surgeon wanted to antevert the liner to prevent hip dislocation. He attempted to use a liner extractor tool for 15 minutes to extract the liner from the shell, but it would not work. It was going to proceed to use flexible drill 15mm and a ref spher head screw 25mm to remove liner but then opted to ream to 64 shell and liner. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.